Event description:
Reporter states patient tested 4.5 inr on the coaguchek xs plus system while a comparison lab returned as 3.4 inr. Changes were made to patient's warfarin dose based on the meter result. No adverse event reported. Requested return of suspect system and replacement was sent.

Manufacturer narrative:
The event occurred in (B)(6).